Event description:
It was reported that smoke was observed from the north wall interface of a giraffe incubator after the humidity settings had been changed. An infant was being treated in the unit when the event occurred. The infant was removed from the unit and transferred to another incubator. The unit was taken out of service and quarantined at the hospital. The field service engineer replaced the relay board and the unit was put back into service the same day. No pt injury was reported. Prior testing by ohmeda medical has demonstrated that smoke cannot enter the infant compartment.